Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. Calibration was last performed on 13-aug-2023. The alarm trace showed multiple abnormal aspiration alarms around the time the affected sample was processed. The customer found a loose screw on the vacuum nozzle and tightened it and replaced all electrodes. The customer performed calibration and qc successfully. The service maintenance actions performed by the customer resolved the issue. No further issues were reported.

Event description:
There was an allegation of questionable gen.2 ise indirect for na, k, and cl results for 1 patient sample on a cobas pro ise analytical unit. The initial na result was 163 mmol/l, the initial k result was 4.4 mmol/l, and the initial cl result was 119 mmol/l. The patient was sent to the emergency room based on the high results. The patient was not admitted to the hospital and no harm was caused based on treatment provided. A new sample was collected in the emergency room and the results were normal. The initial sample was repeated the next day on two other analyzers. On another analyzer, the na result was 143 mmol/l, the k result was 3.9 mmol/l, and the cl result was 102 mmol/l. On a third analyzer, the na result was 143 mmol/l, the k result was 3.8 mmol/l, and the cl result was 102 mmol/l. The repeat results were deemed correct.